Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon went to fire the stapler and it only fired halfway. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload involved with this complaint and completed the device evaluation. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on review of the logs. The blade was lodged within the cartridge roughly at the center the reload. No malformed staples were observed. The blade was removed and inspected. No blade damage was observed. The root cause is related to the secondary failure found during investigation. An advanced log review was performed for the returned accessory. Logs showed that the stapler instrument partially fired at 62.62% completion while firing a white reload. This was the second fire of the instrument. An additional observation that was not reported by the site was also observed. Visual inspection of the reload found that the location where the blade was lodged, the cartridge was damaged. No pieces were missing from the cartridge. The root cause for the damaged cartridge was related to the blade being lodged. The root cause for the cartridge damage is attributed to a component failure. There was no image or video clip submitted for review. A procedure log review confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler only fired halfway during the procedure. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.